Event description:
The hand activation buttons would no work on disposables. The sales representative did not have any other information about how procedure was completed. No patient consequence reported.